Event description:
It was reported through a service report that the hydraulic acuator cylinder was leaking at the fill port. It is unk if there was pt involvement, however, no injuries were reported.